Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and follow-up report.

Event description:
Procedure performed: unknown. Incident description: this complaint was sent directly to clinical development from the distributor. Limited information is available at the time of reporting: "the end user faced problems with the device - caused bleeding." Also, one lot of eb010s is what the complaint pertains to, while there are no complaints for the other lot. It is currently unknown which lot has the event unit. The event date and the hospital where it occurred are both currently unknown. Clinical development has already asked the distributor for additional information and is currently awaiting answers. The generator is returning, though there is no complaint for it. Additional information received 28nov2019 via email entered by analyst 03dec2019. The surgeon explained briefly that he operated the patient & no bleeding occurred during the initial surgery, at night the patient were admitted to ICU where the hemoglobin dropped & next day he took the patient to surgery where he found several bleeding points on the omentum. Intervention: reoperation to control bleeding from omentum. Patient status: patient is stable.